Event description:
It was reported that the patient underwent a pocket revision due to pain at the pocket site and charging difficulties. It appeared that the battery had moved and was positioned at an angle. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient identifier not available. Patient age and date of birth not available. Patient gender not available. Patient weight not available. Device remains in patient. This is a final report.